Manufacturer narrative:
(B)(4). The customer determined the most likely cause of the reported event is when the hospital staff separated the silicone and metal part to sterilize the diaphragm. The customer reported the customer had assembled the part incorrectly after sterilization. The customer reported the suspect component is not available for evaluation, therefore no further evaluation can be performed at this time.

Event description:
The customer reported while using the vela ventilator; the unit is not operating well. The customer reported the ventilator was still ventilating but the metal disc of the diaphragm came off from the silicone and the circuit disconnect was confirmed. The customer reported the hospital staff separated the silicone and metal part when they sterilized the diaphragm. The customer reported the customer had assembled the part incorrectly after sterilization. The issue was noticed during patient use; the customer reported the unit was suspect device was replaced with another ventilator. The customer reported there is no patient consequence associated with the event.